Manufacturer narrative:
Optical inspection of the implant is inconspicuous. There are no indications that the failure is related to the device. This event is reportable per 21 cfr part 803.

Event description:
According to the available information a (B)(6) year old male patient received one osseospeed ev 5.4 s - 8 dental implant on (B)(6) 2017 in regio 15 (fdi # 27). The implant was connected to a natural tooth in regio 13 (fdi # 25) with a hybrid bridge construction. On (B)(6) 2020 the implant was removed. The bridge construction and the natural tooth was also removed. The reason for the treatment failure is unknown.